Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem and was replaced for a different model to complete the procedure. No complications reported, and patient status was good.